Event description:
It was reported that patient presented remotely via merlin.net. The right ventricle (rv) lead exhibited oversensing of inappropriately sensed r-wave resulting in multiple high ventricular rate and noise reversion episodes. The rv lead was capped and replaced with a new lead on (B)(6) 2024. The patient was stable throughout.